Event description:
Reporter reported that the main body of a transfer set cracked after 1 month of use. The main body cracked when the patient secured the minicap on the dark blue port. There was no patient injury or medical intervention reported.